Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been returned to olympus medical systems corp (omsc). For evaluation. During the evaluation by omsc, the reported image loss was not duplicated even if the subject device was fully angulated up/down/right/left, the universal cord and the video cable of the subject device were twisted. However, when the video connector was warmed, the image was distorted and image abnormality occurred. From this, it is assumed that this phenomenon occurred due to breakage of the electronic board parts inside the video connector. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to degradation of parts, since more than 10 years have elapsed since purchasing the subject device.

Manufacturer narrative:
The subject device has not been returned to omsc yet. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device disappeared during the unspecified procedure for therapeutic. After that, it is unknown whether the facility completed the intended procedure. There was no patient injury associated with this report.